Event description:
Event description guidant received information that this atrial lead displayed impedance measurements greater than 2500 ohms. A fluoroscopy was performed and a possible lead fracture was observed at the clavicle region. The lead was explanted, successfully replaced, and returned to guidant for analysis.